Manufacturer narrative:
The field service engineer determined that the high concentration rinse head tubing had a hole in it. The tubing was replaced. Precision studies were performed and all passed. Mechanical and operational checks were performed and all passed. Upon review of calibration data, na and cl calibration errors were observed a day prior to the event. No calibration data was provided from the day of the event. Quality controls for na and cl were acceptable on the day of the event. Upon review of the alarm trace, several abnormal aspiration alarms occurred on the day of the event. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated that starting on (B)(6) 2019, they noticed that cuvettes on the cobas 6000 c (501) module were overflowing. Calibration and controls were run and these had issues. On (B)(6) 2019, the reporter changed the cuvettes on the analyzer and it worked fine. On the morning of (B)(6) 2019, the cuvettes started overflowing again and they received questionable results for three patient samples tested with multiple assays. Of the three samples, two had discrepant ise test results. The first sample had a discrepant result for ise indirect ci for gen.2 and the second had discrepant results for ise indirect na, ci for gen.2. The first sample initially resulted with a cl value of 119 mmol/l and this value was reported outside of the laboratory. The sample was repeated, resulting with a cl value of 98 mmol/l and this value was believed to be correct. The second sample, from a (B)(6) year old male patient born on (B)(6), initially resulted with an na value of 159 mmol/l, which repeated as 139 mmol/l. This sample initially resulted with a cl value of 120 mmol/l, which repeated as 104 mmol/l. No incorrect values from this sample were reported outside of the laboratory. The na and cl electrode lot numbers and expiration dates were requested, but not provided.